Event description:
It was reported that during a laparoscopic cystectomy procedure the shield reset button did not retract back to its original position after the retracted shield had passed through the abdominal wall. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results of the d12lt found that it was received with the reset button in armed position thus, no testing could be performed to evaluate the incident reported. The device was disassembled to verify the condition of internal components and no anomalies were noted. Due to the returned condition of the device it could not be determined what may have caused the event reported.

Manufacturer narrative:
(B)(4): information is unavailable.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.